Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 18-4x5.8x75 xxl esophageal balloon catheter was used for post-dilatation. However, during inflation at 2 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.